Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cardiovascular procedure on unknown date and the suture was used. It was reported that during the procedure the suture was broken in the middle of the suture during coronary anastomosis by continuous suturing. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/27/2020. Additional information: a manufacturing record evaluation was performed for the finished device batch phb995, ep8702h56 and no non-conformances were identified.